Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi performed a review of the site's system log for the reported procedure date and found no system issues that would have caused or contributed to the reported event. In addition, there were no significant shifts in the sealing time but did notice there were two blade jam events; however, the user was able to recover from both blade jam events and continue to use the instrument in the case. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the provided information, this complaint is being reported due to following conclusions: the endowrist one vessel sealer instrument allegedly was not sealing well during a colorectal procedure. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci assisted colorectal procedure, the endowrist one vessel sealer instrument was not sealing well. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. On 02/04/2016, intuitive surgical inc. (Isi) followed up with the reporter who initially reported this complaint. According to the reporter, the vessel sealer instrument was not sealing all the way, no sealing effect was observed, and the erbe generator did not generate any error messages and/or tones. She stated that the tissue was not calcified and that there was video recording of the procedure. She also stated that the surgeon finished the procedure with the same vessel sealer instrument. The reporter was unsure if the instrument will return to isi for failure analysis. On 02/04/2016, isi also contacted the clinical sales representative (csr). According to the csr, the surgeon was near the end of using the vessel sealer instrument when it was noted that the vessel sealer instrument would not seal a single vessel on the colorectal case. The vessel sealer instrument had no tissue effect and the surgeon completed the procedure using a hand held stapler instrument.